Event description:
Female with complaints of fever and headache and new onset seizure activity. Versed medication was being administered via syringe delivery with alaris pump module. Pump started to alarm "air in line". The nurse opened pump door and found piece of tubing in pump was full of air. Nurse clamped tubing and removed it from the pump. Intravenous line disconnected from patient. While flushing line nurse noticed fluid coming from crack in white syringe adapter set piece. Substituted with new syringe adapter set. Versed administered. No untoward patient effects noted.